Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the investigation is complete.

Event description:
It was reported that during surgery the battery operated pulsavac plus was smelling like burnt wire. When it was touched, the battery pack was extremely hot. Then, the battery pack was cut and removed from the patient care area. Also, there was a potential fire and burn injury to the staff and patient. Additional clinical information indicated that there was no patient or user harm associated with the report. An alternate device was retrieved for use during the surgery without delay. The original intended procedure was sternal debridement, rotational flap and split thickness skin graft.

Manufacturer narrative:
The customer's reported event that the battery pack overheated was not confirmed. The device was not returned. Additionally, the trace lot was unknown and the device history record review could not be performed. The review of the manufacturing process, and drawings noted no systemic issues. There are too many unknown aspects of the investigation to consider speculation. Condition of the device, storage environment, set up procedure, in transit issues, customer technique in using the device, damage, etc. Are all factors that could lead to device failure. With the available information the root cause for the reported fault cannot be determined. The user's comments regarding cutting the battery pack to remove it from the patient area is in direct violation of the instructions for use. The device instructions for use and the labeling on the tyvek lid warn that cutting the battery pack cable could lead to shock, excessive heat and/or sparks, and could result in fire or personal injury. The batteries should be physically removed from the battery pack, care should be taken and personal safety equipment should be worn.